Event description:
The customer reported via phone call that the customer had an unexpected restart alarm on the insulin pump. Customer stated that the pump kept beeping and when they removed the battery and placed it back in the pump, the pump alarmed. Customer was not able to check the alarm history and clear the alarm. Customer was assisted with clearing the alarm, but the alarm did not clear. Customer stated that they had received a low reservoir alert and changed out the reservoir. Customer did not put in a new battery. Customer was advised to revert to a back-up plan and to get a new battery. Customer was also advised to call back to troubleshoot with the new battery.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.